Event description:
The customer reported that the abl837 analyzer measured low on crea, both on qc and pt samples. A female pt had her creatinine value measured on two different blood samples at the same time w/different results. One was analyzed on the abl837 and the other on the cobas analyzer from roche. The results from the abl837 was 76 umol/l and the result from the roche analyzer was 94 umol/l. Both results are high for an adult female and the pt treatment was there fore not affected, but since the results were significantly different the customer filed this complaint.

Manufacturer narrative:
Further info about the extent of the problem has been requested. The data logs from the analyzer this event was reported on have been rec'd and will be investigated.